Event description:
It was reported that during testing prior to the implant procedure, this lead exhibited abnormal impedance measurements of nearly 2000 ohms. A different lead of the same model was implanted with normal values observed. No adverse patient effects were reported. The attempted lead was returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood was present around the helix. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that during testing prior to the implant procedure, this lead exhibited abnormal impedance measurements of nearly 2000 ohms. A different lead of the same model was implanted with normal values observed. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis.